Event description:
The customer contacted carefusion tech support to report that the screen to 1 of their ventilators is "very dim", and that they cannot see anything. This issue was noticed during pre-use performance checks. No patient involvement.

Manufacturer narrative:
Supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 02/11/2015. The information for this follow-up report was noted on 10/13/2015. (B)(4).

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the user facility a replacement user interface module. They also issued a returned goods authorization (rga) # to the user facility for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was returned to carefusion on 03/06/2015, and is awaiting evaluation. Once evaluated, a followup medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim installed onto a known good top level unit and powered on. The screen was somewhat dim compared to coldfire uim¿s but all icons and waveforms are legible and after two minutes the screen brightened up even more. There are no brightness specifications to reference. Note: this assembly was manufactured in 2005, over 9 years old which equates to 78,840 hours of possible continuous use, and the life expectancy of the cfl bulbs are rated at 50,000 hours. Findings/root-cause: screen is legible, although the lamps are no longer as bright as when first manufactured.